Event description:
A report was received that a patient underwent a pocket revision due to discomfort. The patient's pocket site was located at the patient's belt line, causing discomfort. The physician relocated the pocket site. The patient is reportedly doing well following the procedure.